Event description:
The recipient had not worn the audio processor since the end of (B)(6) 2019 due to a "buzzing" sound. This occurred with the primary and back-up processor. In the 3-4 months before the buzzing sound presented, the sound with the device got gradually softer and softer. There is also an intermittent "water drop" sound with and without the processor. User has been re-implanted. This report refers to 9710014-2019-00269. For further information please refer to this report.